Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the issue occurred during standby. Control and monitoring printed circuit boards (pcbs) were adjusted to resolved the issue. The device was delivered to the user in working condition. Valves disabled alarm shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. It is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The device's logs were not available for further analyze. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to printed circuit boards.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient involvement. Manufacturer's ref. #: (B)(4).